Event description:
The patient was a (B)(6) female with a past medical history of thyroid mass who underwent a hemi-thyroidectomy. During the procedure a total of 5 ligating clips were placed on the superior thyroid artery (1 medium clip and 2 small clips on one side that intentionally remained in the wound, and 2 clips on one side that were intentionally removed). All other vessels were double clipped with no extra bleeding noted following induced valsalva maneuvers. Before surgical closure, the incision was irrigated, dried with a sponge, and noted to be dry. The incision was closed and the patient was moved to recovery. She was discharged home the same day following an appropriate recovery. Several hours later, while home, she experienced rapid neck swelling and shortness of breath. During transport by ems, the patient experienced cardiac arrest. The patient was returned to the operating facility. She was emergently taken to the operating room for neck exploration. The main bleeding source was found to be the superior thyroid artery. She remained in critical condition following this procedure and care was withdrawn on (B)(6) 2021. FDA safety report ID# (B)(4).